Manufacturer narrative:
The investigation is ongoing.

Event description:
We received an allegation of a patient mismatch from a customer using the accu-chek inform ii meter. At 7:52 am, patient a was tested and had a result of 7.9 mmol/l. The patient's barcoded wrist tag was correctly scanned, and the correct result was transmitted to the laboratory information system (lis). At 7:58 am, patient b was tested and had a result of 14.9 mmol/l. The patient's barcoded wrist tag was correctly scanned, but the result was incorrectly transmitted to the lis; the result was tagged to patient a. The customer checked the meter and found the results of 7.9 mmol/l and 14.9 mmol/l tagged to patient a. The result of patient b could not be found on the meter. The staff confirmed that the result does not belong to patient a, as patient b is diabetic and requires insulin daily. The customer ruled out incorrect barcodes and scanning and confirmed that they followed the correct workflow.

Manufacturer narrative:
The investigation analyzed the accu-chek inform ii meter + rf meter's error log and an example of the customer's patient wrist band. The investigation determined that the event was consistent with a handling issue in the creation of the patient wrist bands with different barcode contents. The investigation did not identify a product problem.